Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was not successfully implanted. It was reported that the physician experienced placement difficulties but was able to find a stable location with good lead integrity measurements. The subsequent leads were placed and prior to securing leads to device, all leads were tested again with the pacing system analyzer (psa). This ra lead exhibited high out-of-range impedances and loss of capture (loc). The physician suspected the lead may have been damaged due to securing suture sleeve too tight. The lead was explanted and replaced with a competitor's lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.